Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.

Event description:
It was reported that the patient experienced infection at the ipg battery site. As a result, surgical intervention took place wherein patient's entire scs system was explanted to address the issue.

Manufacturer narrative:
Updated d4 - additional device information: catalog number.

Event description:
Additional information received indicates, infection has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.